Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) pump had an inconsistent ability to infuse. This occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, an air in line alarm occurred. A review of the event history log revealed that when upstream occlusion was temperately re-calibrated with the run button being pressed instead of the upstream occlusion being cleared. The event appears as ''upstream occlusion! Pump run''. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.